Event description:
Two patients were receiving laser treatment on patient (1) her neck and chest; patient (2) on his arm; when the provider observed "white spots" on their skin. These spots were fine white spots that disappeared. Provider requested to have laser checked out by biomed.